Event description:
Customer reported via phone, the insulin pump had moisture from the beach, since the device got wet. Customer stated he was attempting to bolus and program setting, but the numbers kept scrolling. Customer didn't have his blood glucose level. Customer stated he had the device in his pocket and got a frisbee from the ocean. Customer mentioned the device continues to alert and no alarm is displayed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with corroded keypad traces, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, minor scratches on display window, and stained end cap sticker noted. No moisture damage on electronics assembly and no ramping numbers noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.